Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion prime/compromised force sensor system and excessive no delivery tests. All operating currents are within spec. No unexpected off no power alarms noted. Device had cracked battery tube threads, reservoir tube lip, reservoir tube, reservoir tube window, scratched lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed multiple off no power alarms. Battery cap had been replaced. Customer's blood glucose was 458 mg/dl. Device did not alarm a low battery alarm prior to the off no power alarm. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.